Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported blood glucose was 297 mg/dl and sensor glucose was 221mg/dl. The customer reported that yesterday had a high blood glucose due to eating some junk food and it made blood glucose at 400mg/dl. The customer did treat with the pump. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.